Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
It was reported that the patient had been on and off antibiotics for years because the patient had knee replacements. During patient¿s last two refills, the patient was told that she had reached her maximum point with the drugs because of the serious side effects that can occur. The dose had not been increased during the last two refills. The patient had a ¿hard fall¿ in (B)(6) 2012. The patient was not able to lie down to sleep. When the patient did sleep, she would be sitting in a chair and she would walk in her sleep, because her body reacted to the pain. The patient fell and woke up on the floor. The patient also broke her wrist. It was noted that the pump was ¿completely misaligned that it was almost vertical in her abdomen instead of horizontal.¿ the patient had an x-ray done for her ribs but did not examine her pump. The reporter initially was concerned that there was a possible malfunction with the pump, but later stated that the pump had been functioning. The pump was being used to deliver bupivacaine and dilaudid. A follow-up report will be sent if additional information becomes available.